Event description:
It was reported that during unpacking of the 2.5x18mm device, resistance was noted during removal of the protective sheath, and the shaft separated. The device was not used. There was no reported patient involvement and no reported clinically significant delay in the procedure. A new 2.5x18mm device was used to successfully complete the procedure. There was no additional information provided.

Manufacturer narrative:
(B)(4). Although the device is not approved for sale in the u.s., it uses a delivery system which is similar to a device sold in the u.s. The product code listed and the PMA# listed are based on the predicate device (xience v) that is determined to be same and similar to the delivery system of this device. Evaluation summary: the device was returned for evaluation. The reported shaft separation was confirmed. The reported difficulty removing the protective sheaths could not be replicated due to the condition of the returned device. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the electronic complaint handling database revealed no other incidents for difficult to remove the protective sheath or shaft separation reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.